Event description:
It was reported that the patient had an incident in the past where he did not get refilled and went through withdrawal. Patient was hospitalized due the event. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: unk. (B)(4).